Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, at the user facility. During testing at the user facility, it was noted that the fluid shield was damaged. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the fluid shield was damaged. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.